Event description:
This is 1 of 2 reports. Other mfg report no.: 3014334038-2022-00070 it was reported that a brand new cerelink basic kit was used with demonstration monitor. It worked for a few demonstrations but noticed that the monitor had slowly started to increase in icp to the 40¿s. The sensor was just sitting on the table, with no pressure on it at all. Then, it started to drop and go negative, until cable/sensor failure was noted. Everything was unplugged, waited over 20 minutes and when plugged back in the sensor, the cable/sensor failure again prompted. Next, they disconnected everything, plugged in the sensor and tried to zero it again. It gave the red light, stating they could not zero it.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink probe (826850) was returned for evaluation. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter, or connector. Cerelink monitor reading was acceptable; icp express passed with reading 511. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly.